Manufacturer narrative:
Captures the reportable event of decreased heat. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician stated that there appeared to be a decrease of heat and significantly decrease cutting ability, potentially resulting for a unnecessary thermal injury. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. The technician stated that there was decreased tactile feel and that the new labels on the handle of the snare (instead of the color-coated handles) confused them and caused them to open incorrect packages. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.